Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that the pulse generator in association with this transvenous pacing lead oversensed noise leading to pacemaker inhibition of unk duration. It was noted that the pacing lead was split with bi-polar for pacing and unipolar for sensing. The lead parameters were changed to totally bi-polar setting, and then r-waves could not be sensed. The pt experienced symptoms of lightheadedness and dizziness. The pt was also noted as having a very slow underlying rate. The boston scientific technical services consultant suggested a chest x-ray be done to rule out possible lead dislodgement and to do other troubleshooting to determine optimal sensitivity. No add'l info is available.